Event description:
It was reported that during a thyroidectomy procedure, the tissue pad fell off of the device when the scrub tech was wiping the device clean with a raytek. The method used to complete the procedure is unknown. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing. As the tissue pad was not returned, further functionally testing could not be performed.